Manufacturer narrative:
The investigation revealed that the phenomenon occurred due to patient's medical condition and customer's improper operation. For the concerned customer: the concerned customer had been re-instructed on the correct system operation procedure by the respective canon customer engineer. For all other applicable customers: the reported incident was caused by patient's medical condition and an isolated operation error by the concerned customer. It is therefore determined that no further actions are required. The following are clearly described as safety precautions in the operation manual: (1) importance of secure immobilization of the patient during scanning. (2) necessity of patient observation during scanning. Quality check of the concerned system was performed by the site's service engineer and no system problem was reported. Straps were not being used at all to immobilize patient in the scanning where this incident occurred.

Event description:
During a CT examination, the customer reported that the left leg of the patient fell off from the examination table, resulting in a deep, extensive, and hemorrhagic calf injury, which accelerated deterioration of her general condition.